Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Carto 3 system (model# m-4800-01, serial# (B)(4)). Smartablate generator (model# m-4900-07, serial# (B)(4)). Lasso catheter (model# d-1343-01-s, lot# 17265205l). Soundstar catheter (model# m-5723-12, lot# unknown). Cs bidirectional webster catheter (model# d-1263-07-s, lot# 17261624m). Smarttouch bidirectional catheter: (model# d-1327-04-s, lot# 17251074m). This smartablate pump was manufactured before september 24, 2014, therefore no UDI is applicable for this product with serial number (B)(4). (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a smartablate pump and air bubbles passed through the pump undetected. There were bubbles in the smartablate tubing. The tubing was flushed multiple times with no resolution. There was no bubble alarm on the smartablate pump when the bubbles passed through the pump. Therefore this event is indicative of a reportable event because the smartablate pump failed to alarm when the bubbles passed through the sensor. When a bubble sensor fails to detect the air bubbles, there is patient risk. It was also reported that during the same case univu mapping issues occurred on the concomitant carto 3 mapping system. This event is not indicative of a reportable event as it is highly detectable and poses low risk to the patient. In addition, during this case, it is reported that the patient suffered cardiac tamponade. Additional information confirmed that the bubble malfunction did not contribute to the adverse event which will be separately reported under the ablation catheter ((B)(4)).

Manufacturer narrative:
Due to the august 2015 FDA maintenance where the 3500a codes were updated, the 3500a codes will be added until the biosense webster system is also updated. Therefore the following codes apply: (B)(4). It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a smartablate pump and air bubbles passed through the pump undetected. Repair follow-up was performed and service was declined. The device history record review verifies that the device was manufactured in accordance with documented specification and procedures.